Event description:
Major pump unit(s) involved: external control system failure.

Event description:
Major pump unit(s) involved: external control system failure.additional text: patient power cable.specific component(s) involved: other component malfunction.other component: patient power cable, toggles between 2-4 lights of power.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of other component.implant device type: lvad.